Manufacturer narrative:
The investigation of hemolysis has been completed. The product and data were not returned for review. Based on clinical description, the root cause of hemolysis was most likely due to pump was not in the proper position as the rp pump was unable to advance into left pulmonary artery. On 2/18, patient went into ventricular tachycardia at 1003, impellas turned to p2 and time of death called at 1013. The cause of the vt storm was unable to be determined due to insufficient clinical details. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-26738. H6 health effect - clinical code 2095 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26738.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the impella 5.5 serial number (B)(6) with date of the event 17-feb-2025 and patient identifier ending in (B)(6). Medical device report for the impella rp serial number (B)(6) with date of the event 17-feb-2025 and patient identifier ending in (B)(6). (This report)

Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and experienced low pump flow and became hemodynamically unstable. The patient was escalated to an impella 5.5 device and also placed on an impella rp device for bipella mcs support. The patient would experience hemolysis, low pump flow and subsequently expire. The following day after bipella placement, continuous renal replacement therapy was started with the plan to increase flow as patient tolerates and not removing volume at such time. The patient was noted to be pink warm and dry. Impella rp dressing was dry and intact in right femoral vein and the left subclavian impella 5.5 dressing serosanguineous. The patient's urine was noted to be purple and pink tinged. Patient did receive methylene blue the prior night it was noted. The possible hemolysis was discussed and suspected. Renal failure was noted and also the patient was reported to have systemic organ failure. Two units of red blood cells were given. The following day it was noted the patient required greater vasopressor support overnight after crrt started pulling ~100/hr. The patient was required one shock due to abnormal rhythm. Chest x-ray showed the impella rp shallow but appeared to be across pulmonic valve. The impella rp was at performance level p-9 and flowing 3.4 l/min, impella 5.5 was at p4 and flowing 2.5. Low purge pressure alarms from the impella rp device occurred and were resolved. Discussion was made with family, and decision was made to move the patient to comfort care. The patient would expire thereafter. Medical safety review of the event noted there is not enough evidence to exclude impella rp as an associated factor in the patient's outcome (demise). The impella rp flows dropped; hemodynamic consequence with the impella rp.